Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was unable to be recreated during testing. A review of the event history log revealed no events recorded that matched the reported parameters; delivery rate set to 200ml/hr., volume to be infused set to 50ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device functioned as intended and no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had flow rate accuracy test error of 15% +. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.